Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 05/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a dialysis catheter placement procedure, the air guard valve of the device allegedly leaked. It was further reported that there was an alleged air emboli during catheter insertion and the air sucked into the right atrium. The current status of the patient is unknown.

Event description:
It was reported that during a dialysis catheter placement procedure, the air guard valve of the device allegedly leaked. It was further reported that there was an alleged air emboli during catheter insertion and the air sucked into the right atrium. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One photo was provided for review. No visual anomalies were noted. Therefore, the investigation is inconclusive for the reported fluid leak issue as no proper evidence of leak is provided in the photo. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2025), g3, h6 (method). H11: the initial MDR was inadvertently submitted with a g3 date of 02/18/2024. The correct g3 date is 02/19/2024. H11: e1, h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.